Manufacturer narrative:
On (B)(6) 2019, mentor received additional information indicating that the patient had also experienced bilateral capsular contracture, baker grade 4 post-operatively. Patient code "(B)(6)" was added for proper codification. This report is for the right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information indicating the patient's ruptured device was the right side device, not the left side as previously reported. Device serial number was updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, mentor completed evaluation of the device. Device evaluation summary: during visual analysis of the sample was found a crease in the anterior and extending to the posterior view, also within the extending of the crease in the posterior view a tear was observed. The tear found within crease was expanding to the anterior view, measuring approximately 9.1 cm. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor memorygel breast implant 350cc, catalog# 3503501bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 350cc and experienced a rupture on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 375cc, catalog# 3503751bc, serial# (B)(4) (left) and mentor memorygel breast implant 400cc, catalog# 3504001bc, serial# (B)(4) (right) on (B)(6) 2019.